Event description:
Reportable based on analysis completed on (B)(6)2009. It was reported that during a coronary angioplasty treatment procedure, crossing difficulty occurred. The 100% stenosed, totally occluded target lesion was located in a calcified and moderately tortuous unknown coronary vessel. The 1.5x8mm apex push monorail balloon catheter was advanced, but it was unable to cross the target lesion. The procedure was completed with another of the same device with no patient complications. The patient's condition post procedure was reported to be good. However, product analysis revealed a shaft break.

Manufacturer narrative:
The device was received for analysis in two sections as a result of a break in the hypotube. The break was located approximately 10.1cm distal to the strain relief. A microscopic examination of the break site found that the break occurred as a result of a severe kink that developed on the shaft. The distal section of the break was severely kinked at various locations along its length. An examination of the balloon found that the balloon was not refolded. No issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)